Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the right posterior myometrium, near the orifice of the fallopian tube, is an essure coil device") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis related pain, ovarian lesion excision, vaginal bleeding, urethral dilation procedure (fallopian tubes: focal cystic dilatation) and follicular cyst of ovary (right ovary: follicular cyst) in 2020. Concurrent conditions were listed as endometrial ablation and abnormal uterine bleeding since 2020. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device expulsion ("embedded within the right posterior myometrium, near the orifice of the fallopian tube, is an essure coil device"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy right oophorectomy cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: a. Uterus, bilateral fallopian tubes, right ovary: endometrium: menstrual pattern myometrium: no pathologic diagnosis cervix: no pathologic diagnosis. Falloptian tubes: focal cystic dilatation; essure coils (2) description: right ovary: follicular cyst. Clinical history: abnormal uterine and vaginal bleeding, unspecified. Specimens submitted as: a: uterus, bilateral fallopian tubes, right ovary gross description: embedded within the right posterior myometrium, near the orifice of the fallopian tube, is an essure coil device. The right fallopian tube, 7.5 cm in length by 0.8 cm in diameter, has a pink-tan, smooth, glistening, hyperemic serosal surface. There is essure coil material within the fallopian tube. . The left fallopian tube, 9.0 cm in length by 0.9 cm in diameter, has a pink-tan, smooth, glistening, hyperemic serosal surface. Paratubal cysts are present, up to 0.1 cm in greatest dimension. The fimbriated end is unremarkable. At the proximal end, at the site of resection, there is an essure coil device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event medical device removal is replaced with device embedded. Essure removal date updated. Lab data updated. Reporter information patients medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 44-year-old female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 13 years 11 months after insertion of essure. The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 5113 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by surgery (hysterectomy with unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.